Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen (2,000 mcg/ml at 230 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was admitted a few days go to explant a pump that had eroded through the skin. The patient was on blood thinners so they were admitted and did the surgery in the evening. The hcp first implanted a new pump on the patient's right side with a new catheter. After closing those incisions, the hcp flipped the patient to the other lateral position to explant the old pump and catheter completely. It was reported that there were no issues with the pump or catheter other than the pump had rotated through the patient's skin and was exposed. There were no known environmental/external/patient factors that may have caused or contributed to the event. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the pump only rotated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.